Event description:
The nurse manager at the user facility reported a suture grasper broke inside a patient during a shoulder arthroscopy procedure. The surgeon retrieved the broken fragment and completed the procedure successfully without further. Incident or harm to the patient.

Manufacturer narrative:
We are awaiting the receipt of the complaint device towards conducting a root cause failure analysis. When all is completed, a follow-up report reflecting our findings will be filled.